Event description:
The report received from the affiliate indicated that approximately eleven (11) weeks after the index procedure during a follow-up examination, the patient was found to have an in-stent-restenosis (isr) of a previously implanted cypher select 2.25 x 33 mm stent. The cypher select plus stent was implanted in the right coronary artery (rca). An additional vision bare metal stent (bms) was implanted in the left anterior descending (lad) during the same index procedure. The lad/vision stent was also reported to have restenosed. The plan of treatment for the patient is coronary artery bypass graft (CABG) surgery to the rca and left anterior descending (lad) coronary arteries. Of note, the patient was reported to be allergic to plavix. No add'l information was available at this time.

Manufacturer narrative:
The indication for the elective index procedure was acute coronary syndrome (acs). The target lesion for the index procedure was the rca. The lesion was reported to be: de novo, heavily calcified, 33 mm in length, an isr, and a 100% stenosis. The lesion was pre-dilated at 18 atm, balloon size and duration are unknown. A cypher select plus 2.25 x 33 mm stent was implanted at 18 atm/duration unknown. It was unknown if the stent was post-dilated. The residual stenosis was 0%. The flow post-procedure was timi 3. A vision stent was implanted in the pt's left anterior descending (lad) during the same/index procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.